Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory functions. A dim and discolored verify screen was observed. Unrelated to the display issue, a crack extending from the finger pad to the case seal was found in the battery compartment. In addition, the bolus button cover was torn and the button was hard to push.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading for three months. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.